Event description:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Unrelated to the battery compartment damage and display issue, the bolus button was torn. The bolus button was found to be appropriately responsive. (B)(6).

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings:a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Unrelated to the battery compartment damage and display issue, the bolus button was torn. The bolus button was found to be appropriately responsive. (B)(6).